Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response button) was confirmed. As received, the rear response button was defective. The response button had an intermittent switch. The cause of the failure was the intermittent switch. The root cause of the intermittent switch was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a response button was non-functional.